Event description:
It was reported that the pt experienced a shocking sensation when he turned his ins on during a recharging session. He felt his stimulation was still on and was unable to turn off; however, it was determined his stimulation was off and he was feeling the residual effects from the overstimulation. The pt stated he was in quite a bit of pain. The pt was redirected to his hcp. The MFR's rep recharged with him for 30 minutes with no problems.